Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent additional intervention. The 100% stenosed de novo target lesion with a reference vessel diameter of 2.5mm was located in the distal left circumflex (lcx). It was treated by direct stenting with one taxus liberte 2.5x28mm stent followed by post dilation with a 3.0x10mm balloon resulting in 0% residual stenosis. It was reported that the stent expanded well. Before hospital discharge, the patient underwent an additional coronary intervention. The event was considered resolved and the patient was discharged 14 days post index procedure with no anginal symptoms. Follow up done 1 month later found the patient had no anginal symptoms.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).